Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial channel during atrial fibrillation episodes. Due to this, inappropriate atrial tachy response (atr) episodes were recorded. Noise was also observed on the right ventricular channel without being sensed. It was decided to continue monitoring the patient and further evaluation will be performed in the future. This device remains in service. No adverse patient effects were reported.